Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast reconstruction surgery with implantation of a 375cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced itching and electrical sensations associated with the left breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left breast implant. Refer to manufacturing report number 1645337-2022-00038 for the contralateral event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 14, 2022, mentor received additional information. The patient reported she was also diagnosed with lymphoma. However it wasn't noted if the lymphoma occurred in the breast capsule or not and, at this time, the results of pathology report have not been provided. As a result of the aforementioned complications, the patient underwent bilateral removal without replacements on (B)(6) 2022. During the removal, the patient reported that the surgeon discovered bilaterally ruptured breast implants. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture, skin reaction, paresthesia, neoplasm malignant. Manufacturer¿s reference number: (B)(4).